Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage using penumbra smart coils (smart coils). During the procedure, the physician advanced a non-penumbra microcatheter in the target vessel then placed a non-penumbra coil in the target vessel. After connecting the introducer sheath of a smart coil to the hub of the microcatheter, the physician attempted to advance the smart coil; however, the smart coil became stuck inside the hub of the microcatheter. Therefore, the physician retracted the smart coil back into its introducer sheath. The physician then re-attempted to advance the smart coil; however, it would not advance. Therefore, the smart coil was removed and the procedure was completed using a new smart coil, additional non-penumbra and the same microcatheter. There was no report of an adverse effect to the patient.